Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient stated that his stoma was red and oozed for more than a month, there was no pain, no flushing, and no fever. He went to his primary physician, and after evaluating him, sent him an unknown antibiotic that he had already finished. On (B)(6) 2023, the patient reported the infection had not resolved, he went to his health center for treatment and continued to take unknown antibiotics.